Event description:
Caller reported a power source alert. There was no reported impact to the customer¿s blood glucose level. Customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging and no further assistance was required.